Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy.